Event description:
During a routine shift check by a clinician, the device displayed a 'bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfucntion was observed and attributed to an unsoldered pin on the bridge board. Trend analysis for failures of this type does not indicate an increase in frequency.